Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/04/2014 with the following findings: a review of the pump¿s black box history showed that cs 088 call service alarms were recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump case was removed and no evidence of internal moisture or was observed. There was no damage found on the printed circuit board. Unrelated to the complaint, evaluation revealed that the display screen was discolored. Also unrelated to the complaint, evaluation revealed that the cartridge compartment was cracked near the threads. The returned cartridge cap was able to be secured to the pump. The complaint that the pump emitted a call service alarm was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The reporter alleged that the pump emitted a call service alarm. It was noted that the user had lost confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.